Event description:
It was reported that the handpiece would not activate when the buttons were pressed. A second device was tried and the same issue occurred. A second handpiece was tried with the first device, the device worked properly, and the case was completed with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.